Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and high current was observed. The cause of the high current was an anomalous component on the hybrid. (B)(4).

Event description:
It was reported that eri was observed during interrogation of the device. The device had also shown eol charge time limit. The device was not implanted and a different device was implanted instead. Patient is stable.